Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify off no power alarm or any alarm due to unresponsive button. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, they had high blood glucose and the insulin pump is not working. Customer's doctor recommended the customer to get the insulin pump as the esc button was not functioning and the insulin pump would shut itself off. Customer's blood glucose was 513 mg/dl, so they changed out the everything out by 5:00 am it went up to 545 mg/dl. So customer changed everything out again. Customer made sure insulin dripped, by blousing 2 units of insulin once the customer felt the insulin with his hand, the customer connected. Customer stated he has been having issues with the act and esc button for the past nine months. Troubleshooting was performed fur the unresponsive keypad. Customer did not recall any significant events that may have caused the keypad anomaly. Customer confirmed the time on the insulin pump advance indicating there is no frozen display anomaly. Customer declined troubleshooting for the high blood glucose event. The customer was advised to discontinue use of the device, revert to back up plan, and the insulin pump needed to be returned. The insulin pump was returned for analysis.